Manufacturer narrative:
The reported complaint involves the sterility of a dropped device during the procedure. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the lantern into a guide catheter, the lantern accidently slipped out and fell onto the floor; therefore, it was not used in the procedure. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.